Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address poly wear and groin pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address poly wear and groin pain. Doi unk - dor (B)(6) 2013 (right hip). Update 07/09/2013 - medical records were received. Records indicate upon revision the liner showed evidence of pistoning with eccentric wear. There is no new information that would change the existing MDR decision. (B)(6). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Medical records dated (B)(6) 2013 state the patient is a male, 70 inches tall, (B)(6), with a calculated bmi of 43. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. Requests for additional investigational inputs were made. Medical records were obtained. The depuy legal nurse stated with the length of time between initial implant and date of revision, it would not be unexpected to observe some poly wear. Although unlikely it cannot be determined, based on the information available, that the complaint is product related. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.